Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the "rn attempted to flush PICC prior to antibiotics; PICC was noted to be leaking from the catheter. PICC discontinued, and peripheral IV started. Exact location of the catheter break not specified."